Event description:
Pt is deaf in one ear and has 14% hearing in other ear. With hearing aid that ear is 40%. They were driving their car while flolan infusing. Flolan must be constantly infusing or a life threatening rebound in pulmonary hypertension can occur. Their line was kinked and they only discovered this by checking legacy pump because they couldn't hear the alarm. In checking with the manufacturer, they only have an audible alarm. Pump did not fail as designed but need to be hearing handicapped equipped.